Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9009529 medical device expiration date: 2024-01-31 device manufacture date: 2019-01-09 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for bending during use pe & needle clog on lot # 9009529. Unable to perform complaint lot history check due to an unknown lot number for bending during use pe & needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing 20 occurrences of inability to prime during use. The following has been provided by the initial reporter: it was reported needles bending during use and needle clog during priming. Verbatim: issue: consumer noticed patient end needle is bent during the priming. Sample discarded. It happened last week. With permission of a consumer took lot# and item# from her grand daughter. Incident date: unknown. Occurrence: 20. Item#: 320119. Lot# 9009529; expiration date: 01-31-2014. Issue: consumer reported some of the pen needles did not dispense the insulin during the priming. Sample discarded. Incident date: unknown. Occurrence: 20. Issue: needle did not dispense the insulin during the priming and patient end needles were bent during visually test in the past. Sample discarded. Incident date: unknown. Occurrence: unknown. Item#: 320119. Lot#: unknown. Consumer does the priming and visually tests the needle to see if it is straight.